Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.